Event description:
The user facility reported that the bladder was leaking during a case. There was no patient impact, no medical intervention, and no adverse consequences. Although requested, no information was available regarding surgical delay.